Manufacturer narrative:
(B)(4) the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a distributor stating that a customer was using the gastrostomy feeding tubing with the duodopa system. The report stated that on an unknown date, the patient experienced a stoma site infection. In (B)(6) 2015, the patient experienced feeling pressure in the stomach, stoma site pressure, feeling pressure on the neck and face, and the stoma area was red. On (B)(6) 2015, the patient experienced gas and overmedicated using the drug (levodopa/carbidopa peg). On the same day at 3:24 pm the patient went to the doctor for a titration when the patient began to feel pressure in the stomach, at the stoma site as well as pressure in the face and neck. The duodopa system pump was stopped. The physician assistant determined the problem was the patient took the oral dose of levodopa/carbidopa peg in the morning before connecting to the duodopa system pump, so between the per oral dose and the duodopa system pump dosing, overmedicated in error. The duodopa system pump remained turned off. On (B)(6) 2015, the patient experienced yellow drainage to the stoma and increased pain at the stoma site. On (B)(6) 2015, the patient experienced stoma site redness and stoma site pus and complained of increased pain at the stoma site. The site was treated with hydrogen peroxide. No further information provided.